Event description:
Reporter alleged recently having high blood glucose readings however, felt low glucose symptoms and has self treated as a result. Customer stated glucose measured 586 mg/dl at 7:30 am back to back with a result of 111 mg/dl at 7:33 am. As a result customer self treated with something to eat and drink however, no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.